Event description:
Nine months post procedure, the patient presented with recurring chest pain. Angiography revealed two discrete areas of restenosis within the previously implanted stents at two hinge points of the left anterior descending branch, focal stent fracture with significant hyperplasia, lack of circumferential stent struts and altered stent and vessel geometry. There was also disease progression in the proximal left anterior descending branch. The lesions were treated with high-pressure balloon dilatation and a new stent to the diseased proximal left anterior descending branch. As published in the august 22, 2008 online edition of the "international journal of cardiology" in "the use of intra-coronary optical coherence tomography for the assessment of sirolimus-eluting stent fracture," a man with strong family history of cad developed new onset of chest pain. Angiography revealed a sub-totally occluded lesion in the proximal and mid left anterior descending branch. A 2.25 x 23mm cypher sirolimus-eluting stent and a 2.5 x 18mm cypher sirolimus-eluting stent were deployed, in an overlapping manner.

Manufacturer narrative:
This cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2008-02637 and 9616099-2008-02638. Additional info will be submitted upon 30 days of receipt.